Event description:
It was reported that during a pci procedure, the balloon of the maverick2 monorail ptca catheter ruptured at 6 atms on the first inflation. It is further reported the rupture occurred after the guidewire passed through the lesion. The lesion being treated was a calcified, 100% stenotic lesion in the mid left anterior descending (lad) coronary artery. A conquest pro12 guidewire and a 7f launcher jr4 guide catheter were also used in the procedure. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'good'.